Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information become available.

Event description:
It was reported that the rn phoned the clinical support specialist (css) stating that the event involved a (B)(6) female. On (B)(6) 2013, the pt was admitted to the cardiac care unit (ccu) without issue. Indication for intra-aortic balloon (iab) use: status post (s/p) inferior wall myocardial infarction (mi), 4 stents placed to right coronary artery (rca) (B)(6) 2013. An iab was inserted via the pt's right femoral artery. On (B)(6) 2013, the pump (s/n (B)(4)) alarmed he (helium) loss and there was a large amount of frothy, frank arterial blood noted in the driveline. According to the md, the iab was "quickly" removed from the right femoral artery by the md (fellow) and the attending md. No report of blood reaching back to the pump. A second iab (s/n (B)(4)) was emergently inserted via the pt's left femoral artery. A second pump was used for this pt. The rn needed assistance with the adjustment of the mean arterial pressure (map) value for the second iab. The css helped the rn adjust the map value to match the pressure from a transduced arterial line. Post rupture the pt's blood pressure dropped significantly and was noted to have new onset r hemiplegia. Neuro was emergently consulted, but came during the insertion of the second iab and is going to come back later in the morning for a full assessment. No conclusive information on the preliminary findings from neuro. Left side is moving purposefully while sedated and intubated. The pt's pupil's bilat equal however sluggish to respond. The pt is now being supported appropriately on second iab/p. There was no reported pt death, however there was a delay in iabp therapy for an unknown timeframe. There were reported pt complication noted as possible stroke.